Manufacturer narrative:
The t:slim x2 pump user guide states in the indications for use section: " the device is indicated for use with novolog or humalog u-100 insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Customer's blood glucose was 462 mg/dl which was addressed with manual injection. Customer had changed out the cartridge and infusion set; therefore, tandem technical support was unable to perform a system check to determine the cause.